Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed. One 4 fr d/l powerpicc provena was returned for evaluation. An initial visual observation showed some use residue on the catheter. Two needleless injection caps were returned attached to each luer. A functional test using water in a 12 ml syringe and attaching the syringe to each luer revealed the purple lumen to leak intermittently using each needleless injection cap; however, the purple lumen was tested without the needleless injection caps and did not display any leakage. The red lumen did not leak during the functional tests with or without the needleless injection caps. Another functional test was performed for each lumen with a force gauge. Both lumens passed as the taper gauge fit within specification into each lumen with a force of 5 n. A microscopic observation revealed the luer threads appeared unremarkable. Each luer opening appeared circular, and measurements taken of the diameters of the luer openings appeared within specifications. Overall, both catheter luers were within specifications and without damage. The catheter leaking appeared to be an interaction specifically between the customer-provided needleless injection caps and the bd catheter luer. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer that "we have a PICC line leaking from the purple lumen. 4 fr dual provena. Line was placed (B)(6). It is leaking around the needleless connector. We have changed needleless connector but the line is still leaking. Red lumen is fine. We are working on exchanging the PICC." Additional information received (B)(6)/2023: it was stated infection risk. Patient had to go through a PICC exchange procedure. Pt required 1.5 mg ativan for procedure which was not effective being very anxious throughout procedure. Patient is being treated for chrone¿s flare. Surgical intervention of end ileostomy with pouch excision.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regw0951 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "we have a PICC line leaking from the purple lumen. 4 fr dual proven a. Line was placed 12/26. It is leaking around the needleless connector. We have changed needleless connector but the line is still leaking. Red lumen is fine. We are working on exchanging the PICC." Additional information received 01/05/2023: it was stated infection risk. Patient had to go through a PICC exchange procedure. Pt required 1.5 mg ativan for procedure which was not effective being very anxious throughout procedure. Patient is being treated for chron¿s flare. Surgical intervention of end ileostomy with pouch excision.